Event description:
It was reported that during use with the 6.0 x 150 mm absolute pro self-expanding stent system (sess), the stent release system did not work correctly and the stent was not released. The sess and the un-deployed stent were attempted to be removed, but the artery became damaged. In an attempt to avoid further damage to the artery, surgical access was required to extract the device in the same surgical room as the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to deploy and difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of tissue damage, as listed in the absolute pro ll self expanding stent system instructions for use (IFU) is a known patient effect that may be associated with use of self expanding stents. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency and the treatments appear to be related to the operational context of the procedure.